Manufacturer narrative:
Corrected b1 and MDR code.

Event description:
A high blood glucose reading was reported by the customer, although the specific level was unknown and displayed as "high" on both the cgm and bg meter. There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction bolus via the pump. Technical support instructed the customer to inspect various components, including the infusion site, tubing, and t: lock connection, but no issues were identified. Insulin was properly dispensed, and the customer's personal settings were correct. The customer was advised to consult a healthcare professional to further discuss potential factors affecting glucose levels and was instructed to replace supplies as necessary and continue insulin therapy.